Event description:
It was reported, that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous, and severely calcified left external iliac artery. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon catheter was advanced for dilation. However, during the first inflation for 30 seconds, the balloon ruptured. The device was removed. And the procedure was completed with another of the same device. No patient complications were reported. And the patient was good post procedure.